Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# 4g1008 sigphandle - sig power sigphandle handle, serial# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, when closing the reload on the patient's tissue, the reload did not close completely. There was no indication of failure on the display. The stapling was then activated but at approximately 30mm, the stapling failed. The stapler did not complete the staple line successfully in the tissue. When the reload was opened, it was found that 1/3 of the staple line did not fix in the patient's tissue. Some of the proximal and distal staples were deployed but stayed in the cartridge and were not stapled in the tissue. Some staples also did not form a proper b-shape. Another reload was used to complete the case.